Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error alarm on their device. The customer's blood glucose level was reported to be normal. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump passed the displacement, basic occlusion, prime, operating currents, self test and off no power tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.